Event description:
Description: this is in regards to clear care contact lens cleaner. For some reason, the ssa sent me to an eye doctor for my case. I was unaware that I was going to one, so was wearing my contacts. The nurse said I needed to take them out, and got a container and filled it with a solutions (she did not really look, but it "looked" like normal solution) she grabbed hastily. I think it must have been that kind, because after many rinsings and soaks in normal saline, I can not wear them without my eyes burning. I have not had these long, and paid for the colors, so I am pretty (B)(6) about it. Medication administered to or used by the pt: no. Where did the error occur: outpatient. Pt counseling provided: unk. Relevant materials provided; none. (B)(4).